Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the perseus was forced via the medibus x interface to reboot. The preliminary log analysis showed that there had been a processor overload that caused reboots.

Event description:
Please refer to the initial report.

Manufacturer narrative:
In line with the logbook analysis, it was found that with the first appearance of the reboots also medibus alarms were recorded. Before a reboot occurred, an increased processor working load and an incomplete processing of tasks were identified in the log. Further tests were carried out on site as well as in the laboratory. The symptoms were solved by using the same medibus port on the perseus, but by switching to another serial port on the connected pc. Therefore, it can be concluded that a faulty serial port of the medibus partner or a faulty cable were the cause of the reported reboots. Due to the faulty hardware component, the serial input of the perseus was loaded with a too large amount of data, resulting in a processor overload and finally in a reboot. A reboot of the processors results in a therapy interruption of maximal 15 seconds. The therapy is then continued with the last valid settings. If the reboot timeouts, an audible alarm is generated via the secondary alarm system. The present case is an isolated case.